Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned three separate syringes. All syringes returned in a pouch labeled as 0.5ml 31 gauge 8mm insulin syringes from lot 9322390. The first syringe was returned intact minus the plunger cap. Removing the needle shield found that the needle clip appeared to have been clipped off based on the location of the break and clean cut mark at the tip of the cannula. There was no hub separation. No signs of use or other defects. The second syringe was returned with the needle hub and shield missing from the barrel of the syringe. The plunger cap is still present on the base of the barrel. The connector at the distal tip of the barrel is undamaged. No signs of use or other defects. The third syringe was returned with the needle shield and hub separated from the barrel of the syringe. The hub is lodged inside the needle shield. There is no visible damage to the connector at the distal tip of the barrel or the base of the needle hub. Plunger cap has been removed, but no signs of use. No other defects found. A review of the device history record was completed for batch# 9322390. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200861364] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported when removing shield with bd syringe 0.5ml 31ga 8mm the hub separated from device. The following information was provided by the initial reporter: it was reported that the needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when removing shield with bd syringe 0.5ml 31ga 8mm the hub separated from device. The following information was provided by the initial reporter: it was reported that the needle hub separated.